Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown product performance anomaly. The right atrial (ra) lead was successfully replaced. No adverse patient effects were reported. Related medwatch # mw5120043.